Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was changing power sources late in the evening. The patient was temporarily confused about which power sources were connected and disconnected both power sources. The patient's spouse was able to help reestablish power to the controller.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on 26/sep/2024 at 23:12:32, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and bat(B)(6) was connected to power port two (2) with 22% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twenty-six (26) seconds. As a result, the reported loss of power event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.